Event description:
It was reported that there was report the catheter was leak. It was stated customer change new catheter. It was reported this occurred with three devices. This report addresses the second device.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw0411 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (refw0411) have been reported from the same facility in taiwan.